Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 5th complaint for lot # 9164941 for needle bent. Previous complaint (B)(4). This is the 3rd complaint for leakage. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Inspections performed during the production of this lot were all accepted. We will continue monitoring this product and lot. Root cause description: based on the investigation carried out and with no sample to analyze the symptom reported by the customer can¿t be confirmed. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that 3 needles 26x3/8 ib leaked. The following information was provided by the initial reporter: "caller reported that when she tries to fill her cartridge, insulin comes out of the top of the syringe and not into the cartridge. Customer believes needles are slightly bent. Customer reported issue began (B)(6) 2020. Cts troubleshoot most recent event (B)(6) 2020."